Event description:
The pt was outside of gore's indications for treatment with the excluder bifurcated endoprostheses. However, the clinician decided to implant an excluder aortic extender endoprosthesis and an extender iliac extender endoprosthesis. When the procedure was completed there was a type I endoleak (unknown origin). The clinician decided to take a 'wait and see' approach. The endoleak had not resolved. The clinician has scheduled re-intervention.